Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Toothbrush head fell off in mouth [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously on (B)(6) 2018 that the head of an oral-b dualaction brushhead just fell off in his/her mouth and he/she nearly choked. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.